Event description:
The customer reported on (B)(6) 2013 at 10:26 pm he activated a new pod and his blood glucose, carbohydrate intake and insulin history for the following day ((B)(6) 2013) is as follows: time: 7:29 am, bg (mg/dl): 208, cho (g): 30, bolus (u): 2.90. Time: 9:35 am, bg (mg/dl): 285, cho (g): 37, bolus (u): 4.40. Time: 10:25 am, bg (mg/dl): 303. The pod was then deactivated.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.